Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of check IV set alarm was due to the pressure sensor. Replaced bottle side pressure sensor due check IV set alarm. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/21/2020 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported that the device had a check IV set alarm. It was reported there was no patient involvement.